Event description:
This is an 81-yr-old female with a pmh of cerebral atrophy with dementia who was a pt at a nursing home. She was discovered by the nursing home staff wedged between the siderail and mattress/boxspring of the bed. When found she was in full arrest and was positioned with her knees on the floor, her chest and upper abdomen compressed and her head free with no occluson of the mouth, nose, or upper airway. She was pronounced dead shortly after discovery. An autopsy was conducted at the office of the medical examiner on 10/16/96. The result of that autopsy was that the cause of death was asphyxia due to trapping between siderail and bed. A contributing factor to this death was chronic obstructive pulmonary disease.